Event description:
On 23-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) and hospitalization. Emergency medical services were contacted by a caregiver due to confusion, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with insulin, and discharged after several days. The user recovered and ilet therapy was discontinued.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring ICU-level care and hospitalization while on ilet therapy. Dka is a life-threatening metabolic condition and is consistent with the reported confusion and need for inpatient care. Engineering log review could not confirm device performance during the event; however, logs indicate the device was powered off via a shutdown command on (B)(6) 2026 and remained off through the time of the event, with no insulin delivery recorded. No malfunction alerts, factory resets, or motor errors were identified. Based on available information, the interruption of therapy due to the device being powered off contributed to the event, and the underlying cause is attributed to use-related factors involving device shutdown and absence of insulin delivery. If additional information becomes available, a supplemental MDR will be submitted.